Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: a complaint ojr412 junior cannula was received at fisher & paykel healthcare (f&p) in (B)(4) and was inspected. Results: visual inspection of the returned cannula revealed that the left side of the tubing near the interface was stretched and was wrapped over by the cellar tape. Conclusion: the stretched tubing the customer reported was most likely caused by the caregiver or patient accidentally pulling at the tubing. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 cannula. They also state the following: appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm). Do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm).

Event description:
A distributor on behalf of a healthcare facility in (B)(6) reported via a fisher & paykel heathcare (f&p) field representative that an ojr412 optiflow junior 2 nasal cannulas had the metal wire damaged during patient use. There was no reported patient consequences.